Event description:
It was reported that prior to implant, the device was interrogated and the longevity bar was gray indicating low battery voltage. The device was kept at room temperature for 48 hours and was interrogated again with the same result. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. (B)(4).